Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple intermittent altitude alarms occurred. Customer's blood glucose level was as high as 500mg/dl which was addressed with manual injection. Customer reports altitude alarms can be cleared but continue to reoccur. Customer reported manual injections will be used for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be evaluated due to the usb port pins being damaged. Additionally, a different issue was identified.